Event description:
It was reported that this insertable cardiac monitor (icm) monitoring was disable due to end of services (eos) after 2 days of implant. The icm remains in service and no adverse patient effects were reported.